Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that during procedure, the unit had an error message indicating "too hot" appeared at wattages of 120 on coagulation and 120 on fulgrate. When the wattage was lowered to 100, the unit would not function. The hospital was using a non-(B)(6) bipolar device. Troubleshooting was performed that same day and again the following day. All checks were normal. The issue was insufficient saline liquid. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).